Event description:
Information was received indicating that during testing of a smiths medical cadd-solis vip ambulatory infusion pump failed flow rate testing twice by -7.2 percent and -6.8 percent. There was no patient involvement with no reported adverse effects.

Manufacturer narrative:
Other, other text: device evaluation summary: one cadd solis vip pump was returned for analysis. Visual inspection of the pump found the pump had no physical damage. Review of device history log did not find the reported event in the history log. Functional testing included accuracy testing. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Problem source could not be identified.